Event description:
Report received from FDA under the voluntary FDA medwatch product problem reporting program: pt came to interventional radiology for coiling of right mca aneurysm. Pt was intubated prior to procedure. After placement coil #2, coil #3 was attempted to be placed. However, it became stuck within the catheter and then prematurely detached. While trying to remove coil, which was partially within the aneurysm, the coil was dislodged from the catheter and formed a coiled loop within the mi segment of the right cerebral artery. Multiple attempts of retrieving the coil were made and unsuccessful. The in-time snare retrieval device, a 4mm and 2mm microvenous device were used to attempt retrieval of the coil. Following this the retractor retrieval device was then advanced and was able to retrieve the coil mass. The attractor broke somewhere along the shaft. Attempts to retrieve the broken section of the attractor were unsuccessful. This procedure was aborted.